Manufacturer narrative:
Device eval by manufacturer: upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. Visual inspection of the device confirmed there were cracks in the drug and coolant port luers of the infusion catheter (ic). Additionally, the drug and coolant port luers leaked liquid during leak testing. The reported damage was confirmed. B3: date of event: event date was not provided.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. The returned device evaluation revealed there were cracks and leaks in the drug and coolant port luers of the infusion catheter (ic). It was reported that a cracked luer was observed. This 106x6cm ekos endovascular device was selected for use and it was noted that the luer was cracked. Additional information was requested; however, was not available.